Event description:
The patient came in for a primary hip surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in reporting pain due to a dislocation of the head from the liner and the cause was unknown. The surgeon revised the head and liner and surgery was completed successfully. Presently, on (B)(6) 2022, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head and liner and surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03 november 2022. Lot 2105998: (B)(4) items manufactured and released on 16-sep-2021. Expiration date: 2026-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: two months after partial revision of a recent tha, the patient suffers an intraprosthetic dislocation: the femoral head dislocates from the retentive double-mobility liner, according to report. The fact is most unusual, particularly because the same problem had happened one month after primary surgery. The explanted evices have not been sent back to manufacturer for dimensional check. We have no knowledge of a former previous case with this sequence of events, with a 28mm head. No clinical cause could be identified or hypothesized. Additional implant involved. Batch review performed on 03 november 2022 on liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 (k092265) lot. 2113063 lot 2113063: (B)(4) items manufactured and released on 09-nov-2021. Expiration date: 2026-10-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.